Event description:
Cpi rec'd info that an invasive procedure was performed to analyze this implantable pulse generator (ipg) sys shortly after implant due to loss of atrial sensing and no output in the bipolar mode. The atrial lead, model 4440, was removed from the ipg. The connector of the ipg was wiped and the atrial lead was re-inserted. The ipg paced and sensed appropriately. The sys remains implanted.